Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"The patient reported the dentist recommended to cease treatment with byte effective immediately due to crowding along the anterior dentition, and posterior tipping of the teeth leading to malocclusion. Additionally, the patient is experiencing discomfort with temporomandibular joint on the right and left sides, as well as difficulty chewing. Patient initials: (B)(6) "

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.